Event description:
The patient reported that their patient programmer would not power up and their stimulation was not on. The night prior to the day of the reported the patient's stimulation had stopped. It was also noted that the metal in the antenna port was coming out or looked cracked. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.